Event description:
Same event as MFR# 6000093-2007-00905. It was reported that during a pci procedure, the maverick2 monorail balloon ruptured. The 75% stenosed lesion was located in the extremely calcified, proximal to mid left anterior descending (lad) artery. Initially, a 2.0 x20mm maverick2 monorail balloon catheter was advanced, but it was unable to cross the lesion. The physician then used another manufacturer's balloon, which ruptured on the second inflation. Then, the 1.5-15mm maverick2 monorail balloon was used, but it ruptured on the second inflation at at 10 atms. The physician attempted to advance the 2.0 x 20mm maverick2 monorail balloon catheter again, but it was unable to cross the lesion. Another 1.5x15mm maverick 2 monorail balloon catheter was used, but it ruptured. The number of inflations and to what pressures is unknown. The procedure was completed with a different device. There were no reported patient complications. Patient status listed as "good".